Manufacturer narrative:
(B)(4).

Event description:
Corrected information: the initial MDR should have included the following: " in 2010, the patient's arms and legs were numb and turning black and blue".

Manufacturer narrative:
The event description that was submitted in follow-up 3004209178-2015-15783-003 was updated. (B)(4).

Event description:
Additional information received from the patient reported since the pump had been implanted in 2007, the patient only saw the physician once in almost three years. The patient was as the clinic every month for refills and saw the nursing staff, and the patient was very confused and frustrated that the pump was not periodically adjusted by the physician. In the early part of 2010, the patient finally saw the physician, where he did not even check the pump. The pump alarm failed to go off and let the patient know it was time to go in for a refill. The patient asked if the pump could be taken out, since it wasn't anything she thought it would be. The physician did not think that was a good idea due to the patient's health and worsening heart conditions. For the next three years,the patient stated that she started getting lost. One day while at a store that she was very familiar with, all of the sudden nothing was familiar; stating that she did not know what town she as in or how she had gotten there. Also noting that sometimes she didn't recognize her home. The patient began having panic attacks, some days that she couldn't walk or talk, hands and feet stated to hurt, arms and legs started to hurt, got water blisters on top of her feet, felt like bees were stinging her on the inside. While all this was going on, the physician said that the her condition was just getting worse and didn't understand why the patient "hadn't died yet." In july 2013 during an appointment, the physician decided to switch pumps, however one of the nurses stated that the patient should see her cardiologist first. The cardiologist determined that the patient's heart was too weak to go under general anesthesia, and would only approve local anesthetic. The surgery was scheduled for (B)(6) 2013, a manufacturing representative was present. The manufacturing representative was shocked to hear that the pump had not run for three years. After the manufacturing representative and physician's discussion, it was determined that even with local anesthetic the patient's heart was too weak to do the replacement procedure. The pump was interrogated and turned back on. Turns out that was all that was wrong with the pump, as it had not been reset on the last refill. However, since it had been shut off for three years, it could not be filled. The patient was told that the pressure back on should eliminate most of her problems, but she would now hear the alarm every hour. The patient was taking 1600mg of morphine/day, plus anti-depressants and anti-anxiety pills (an emergency doctor had commented that she was on way too much medication). In (B)(6) 2015, the patient heard that her managing physician had his license temporarily suspended for over-prescribing narcotics. Since the pump had been turned back on, the patient noted that most of the symptoms had gone away. Specifying that she had become clear headed again, the blisters and black and blue legs had almost cleared up, hands and feet were no longer painful (just numb). The patient was currently so weak, that she could hardly hold the pen to write these evaluation forms. If additional information is received this report will be updated.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reported since the pump had been implanted in 2007, the patient only saw the physician once in almost three years. The patient was as the clinic every month for refills and saw the nursing staff, and the patient was very confused and frustrated that the pump was not periodically adjusted by the physician. In the early part of 2010, the patient finally saw the physician, where he did not even check the pump. The patient asked if the pump could be taken out, since it wasn't anything she thought it would be. The physician did not think that was a good idea due to the patient's health and worsening heart conditions. For the next three years, the patient stated that she started getting lost. One day while at a store that she was very familiar with, all of the sudden nothing was familiar; stating that she did not know what town she as in or how she had gotten there. Also noting that sometimes she didn't recognize her home. The patient began having panic attacks, some days that she couldn't walk or talk, hands and feet stated to hurt, arms and legs started to hurt, got water blisters on top of her feet, felt like bees were stinging her on the inside. While all this was going on, the physician said that the her condition was just getting worse and didn't understand why the patient "hadn't died yet." In (B)(6) 2013 during an appointment, the physician decided to switch pumps, however one of the nurses stated that the patient should see her cardiologist first. The cardiologist determined that the patient's heart was too weak to go under general anesthesia, and would only approve local anesthetic. The surgery was scheduled for (B)(6) 2013, a manufacturing representative was present. The manufacturing representative was shocked to hear that the pump had not run for three years. After the manufacturing representative and physician's discussion, it was determined that even with local anesthetic the patient's heart was too weak to do the replacement procedure. The pump was interrogated and turned back on. Turns out that was all that was wrong with the pump, as it had not been reset on the last refill. However, since it had been shut off for three years, I t could not be filled. The patient was told that the pressure back on should eliminate most of her problems, but she would now hear the alarm every hour. The patient was taking 1600mg of morphine/day, plus anti-depressants and anti-anxiety pills (an emergency doctor had commented that she was on way too much medication). In (B)(6) 2015, the patient heard that her managing physician had his license temporarily suspended for over-prescribing narcotics. Since the pump had been turned back on, the patient noted that most of the symptoms had gone away. Specifying that she had become clear headed again, the blisters and black and blue legs had almost cleared up, hands and feet were no longer painful (just numb). The patient was currently so weak, that she could hardly hold the pen to write these evaluation forms. If additional information is received this report will be updated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturer representative on 2017-jul-10. An alarm was heard and confirmed by telemetry. A critical alarm had occurred, an empty pump had occurred on (B)(6)2011. The patient was currently in a facility and the pump had been alarming and they wanted that to stop. The representative interrogated the pump. There were no symptoms reported. It was stated that the patient was receiving 20 mg/ml morphine at the dose of stopped mode. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). On (B)(6) 2015, it was reported by the hcp that "per note, pump reached life expectancy". They had not seen the patient since (B)(6) 2014.

Manufacturer narrative:
Concomitant: product ID 8709, serial# (B)(4), implanted: 2007-(B)(6), product type catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving morphine (concentration and dose were unknown by the reporter) via an implantable pump. The indication for use was noted as non-malignant pain and other non-malignant pain. On (B)(6) 2015, it was reported that the patient's pump had not worked since 2010. The patient went in for surgery in (B)(6) 2013, but they couldn't do surgery because of the patient's heart condition; her heart was too bad. Per the patient, in (B)(6) 2013, they "reset/reprogrammed the pump and it "gave pressure back to the pump." The pump was great for the first two years and then it was a disappointment for her when it quit working and then it "cleared up when the pressure came back (from reprogramming resetting it)." The pump had not had medication in it since 2010 because the patient was put on oral morphine and medication. No additional details regarding the event were provided by the reporter. Further follow-up is being conducted to obtain additional information regarding the event. If additional information is received, a follow-up report will be sent.